Manufacturer narrative:
In advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can detect a blockage in the progav 2.0 and in the control reservoir. The dried deposits visible in the shuntsystem have led to the functional impairment. Due to the condition of the shuntsystem, a conclusive examination of the product is only partially possible. The bloody residues indicate that the valve was already in use. Due to it drying out, it is no longer possible to determine the root cause of the functional impairment. We recommend that shuntsystems that have already been in contact with patients should always be sent in liquid in future to ensure a conclusive examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. What ultimately led to the functional impairment can no longer be determined at this stage. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that a progav 2.0 shuntsystem (fx434-t) was to be implanted on (B)(6) 2025. During the procedure it was found that the fluid storage bag was damaged during the operation and immediately replaced it with a new one, which did not cause any delay in the surgery. No patient harm reported.